Manufacturer narrative:
(B)(4). The sample was requested. A follow up report will be submitted when the evaluation results become available.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (s/e) 2240 alarm that occurred on the homechoice (hc) unit . This event occurred during patient use during dwell 4/5. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) explained alarm and had the hp close clamps then cycle power to clear both the s/e 2240 and 2367 and advised to discard supplies and finish with a manual. The alarm cleared. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. Not enough data is available within the report to identify root cause; therefore, the root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).